Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 03/14/2016. The fse found defective tubing between the white blood cell, wbc, bath and pinch valve vl167 causing fluid to leak onto the hgb cuvette. He replaced the tubing at vl167 and the instrument ran without any leaks and hgb background issues.the repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer observed a fluid leak of less than 10 ml from a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and high hemaglobin, hgb, background was reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.